Event description:
It was reported that the system with the right atrial (ra) lead and the cardiac resynchronization therapy defibrillator (crt-d) had recorded signal artifact monitoring feature termination algorithm, which coincided with historic ra lead showing high, out-of-range pacing impedances. The respiratory rate trend was turned off afterwards. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.